Event description:
The customer's biomedical technician contacted the service depot on (B) (6) 2009 to report a colleague infusion pump in which the channel a select key was intermittent. The reported issue was discovered during programming/setup in the intensive care unit. The device was properly loaded at the time of the event. There was a "low battery alarm" that occurred. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown.there is no additional information available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4)the pump will be returned and evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.